Manufacturer narrative:
The subject device was not returned for analysis; therefore, physical as well as functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Information available indicated that the device was confirmed to be in good condition prior to use. L based on the information currently available, the exact cause for the reported event cannot be determined. Subject not returned.

Event description:
It was reported during the procedure the balloon catheter would not inflate at the target site inside the patient. When removed and examined, the product was found to be leaking. The balloon catheter was replaced and the procedure was completed successfully. There were no clinical consequences to the patient.